Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was admitted to the hospital after a fall at home from tripping over a cord. Device interrogation was able to download data from the day and the day before due to frequent pulsatility index (pi) events, but some pump decelerations were noted by the nurse practitioner. There was also an abnormal left ventricular assist device (lvad) hum noted on auscultation. Log files noted one isolated low flow flag on (B)(6) 2025 at 17:59:25 which did not persist long enough to trigger an alarm. The pump decelerations were all associated with pi events which was normal per technical services.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported abnormal hum could not be confirmed. A specific cause for the hum could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 24jun2025 through 25jun2025. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the abnormal humming sound did not resolve. The patient experienced dizziness from the fall. Xray and computed tomography scans were done, which showed spinal fractures. They were discharged and followed up with spinal/pain specialist for further management.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported that the patient was not treated for abnormal hum. Hum had not been re-observed at this time.